Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Patient reported their stimulation therapy is not working anymore. They previously made a phone call to see if they could get it fixed and got nothing back. It has been 3 months give or take since it has worked. Patient has had it fixed a few times prior was told it would last at least 9 years, but have only had the device implanted for 2 years. Patient was going to have the device replaced with a competitor's device, but the patient does not have time to have that done. Patient is seeking assistance to resolve the issue and was redirected to their managing physician to resolve the issue.